Event description:
On (B)(6) 2015 the reporter contacted animas alleging that when the patient changed the battery, the pump did not power back on. Reportedly, the patient then noticed a crack in the battery compartment. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1: date of submission 05/18/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box showed unexplained reboots had occurred. Visual inspection found that the battery compartment was cracked. There was no damage found to the returned battery cap. The returned battery cap was able to carefully attach to the pump to complete testing. The pump successfully completed a rewind, load, and prime sequence and a 24 hour duration test with no power interruptions. The complaint of no power was observed in the black box but could not be duplicated on investigation. Unrelated to the original complaint, the pump cover was removed and there was evidence of internal moisture found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).